Manufacturer narrative:
Stryker further evaluated the customer's device and observed that the device was unable to complete a boot cycle. Stryker identified that the cause of the reported issue was determined to be bt2, a part of the device's internal hybrid layer capacitor (hlc) batteries. Stryker archived the device and the customer has been provided with a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device unexpectedly powered off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to confirm the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device unexpectedly powered off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.